Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were less responsive and stick every now and then. The customer's blood glucose value was unknown. The customer stated that there was cracks in casing around battery compartment and insulin pump has lost setting after battery change. The insulin pump will not be returned for analysis.